Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the physician was questioning the cardiomems pressure data and the patient was inappropriately treated with diuresis medication due to inaccurate cardiomems pressures. The patient did not require hospitalization and no adverse consequences were reported. The technical heart failure specialist team confirmed that the cardiomems sensor remains well within threshold, and no sensor inaccuracy is suspected at this time.